Event description:
On (B)(6) 2013, a (B)(6) male patient underwent aaa repair. The right common iliac artery was short as 20mm. The procedure consisted of placement of a main body and two iliac leg grafts and the main body was placed as crossed legs. On (B)(6) 2014, type ib endoleak due to migration of the iliac graft in the right was confirmed by echo. On (B)(6) 2014, additional procedure was performed and the endoleak was solved by placement of another iliac leg graft (tfle-18-73-zt). The physician left that the migration was due to lack of sealing due to the short common iliac artery. The patient is doing fine after the procedure.

Manufacturer narrative:
Additional surgical procedures are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.